Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -12.00/+3.0/106 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to low vaulting and lens rotation. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was due to user error/device.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).